Manufacturer narrative:
The last calibration was performed on (B)(6) 2020, calibration signals are slightly higher than expected. The qc recovery was acceptable. No indication for a performance issue of reagent or instrument. The alarm trace from the analyzer included an abnormal probe sucking alarm and abnormal aspiration alarm, indicating poor sample quality. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined the sipper nozzle was dripping and there were liquid level detection alarms. The pinch tubing was replaced and a liquid level detection adjustment was performed. Samples were processed and no further alarms occurred.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. The sample initially resulted with an hcg+beta value of < 0.1 iu/l and this value was reported outside the laboratory. The result was questioned by the physician, so it was repeated on a second analyzer, resulting with a value of 405 iu/l. The sample was also repeated on the original analyzer, resulting with a value of 420 iu/l. The repeat value was believed to be correct. The hcg+beta reagent lot number was 430912 with an expiration date of 31-may-2021.